Event description:
During the procedure, the biopsy forceps were opened, but unable to close, the outer cups remained open despite closing the forceps. The inner prongs of the biopsy forceps that helps the outer cups to open came out. The prongs remained intact as well as the outer cups. The forceps were gently removed from the scope. Leak test was performed and was negative.